Event description:
Per dealer received a call from user that front caster tires rolled off the rim. Also reported that the drive wheels are fine but the caster tires are porous and not holding up. Per dealer user is active but not abusive with the chair. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp serial number/date (B)(4) is approximately 1 year 2 months old. The owner's manual part number 1143190, rev.k (mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. A call was placed to the initial reporter, however, no further information has been received.